Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. The customer also stated that the measurement and wash cartridges were replaced and that they are operational. Data logs have been provided for investigation. The used cartridges are not available for investigation. They have been discarded. The cause of this event is unknown.

Event description:
The customer reported discrepant sodium, potassium and chloride results on the rp 500 when compared to the results from a non-siemens chemistry analyzer. There was no report of injury due to this event.

Manufacturer narrative:
A salt contamination event most likely occurred that affected patient a, b and c (run one after each other) producing elevated sodium, potassium and chloride results for these three specimens. The salt could have contaminated the blood specimens from the sample port/valve assembly area. Without the mcart available for triage, further investigation for root-cause is not possible.